Event description:
It was reported that during a hospital visit, the health care professional (hcp) called technical services (ts) and requested review of this pacemaker stored atrial tachy response (atr) episodes. Ts reviewed the stored episodes, and this pacemaker exhibited farfield r-wave oversensing on the atrial channel. Ts discussed possible programming optimizations with the hcp. No adverse patient effects were reported. The device remains in service.